Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted that the implantable cardiac defibrillator exhibited crosstalk episodes. There were also reports of very short sensed av delays. Programming changes were discussed but not yet performed. The patient was stable and will continue to follow up normally.